Manufacturer narrative:
(B)(4). The device or applicable imaging studies have not been returned to medtronic for evaluation. Cause of event is unknown.

Event description:
It was reported in the patient's medical records that the patient with degenerative scoliosis and pseudoarthrosis at l2-s1 had previously undergone l2 through s1 posterior and anterior interbody fusions. Pt. Subsequently developed recurrent low back pain and failed to improve despite conservative treatment. Pt. Then underwent a second procedure for correction and stabilization of scoliosis for implant of bilateral segmental fixation from t10, iliac for posterolateral fusion. Osteotomies performed at l2-3, l3-4, and l4-5. Approximately 29 months post-op, the patient returned for a follow-up visit with pain in the mid-lower back and numbness in the leg extending to the foot. Review of x-rays found a rod fractured at l5-s1. No revision surgery has been reported.